Event description:
Device malfunction: balloon burst. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of balloon. Time of symptoms/ae: during the procedure. It was reported that during an angioplasty procedure of a stenosed arteriovenous fistula located in the right forearm, the balloon ruptured at 14 atms at second inflation. The rest of the balloon was stuck in the vessel wall, and was not able to explanted. Reportedly, the physician inflated the balloon with co2 due to the pt being allergic to iodine. The pt was transferred to surgery. The surgeon successfully retrieved the ruptured fistula and the membrane of the balloon and did a bypass. No additional info is available.